Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system will not turn on. The fse determined the cause of the problem to be the general purpose operating system(gpos) pcb. The fse replaced the gpos to resolve the issue. The fse verified system functionality. The gpos single-board computer that runs the linux general-purpose operating system. The gpos provides overall system control. If a component fails or board does not communicate with the rest of the system, the system may fail to boot, lockup, or other various errors. Based on age of the system, manufactured in april 2009, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.